Manufacturer narrative:
(B)(4). The device was received with the distal tip of the blade broken off. The broken part of the blade was received along with the instrument. The remaining blade portion in the device was scratched. The device was activated with the generator and an error code 5 was displayed. Due to the blade damage, the device was confirmed to be non-functional. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic radical hysterectomy procedure, an error code five came up on the screen and we could not get rid of it. Device was then cleaned it in the solution and the tip fell off. At some point surgeon may have inadvertently hit some graspers. Another like device was used to complete the procedure. There were no adverse consequences for the patient.